Event description:
Positioning of the dermatome blade onto the model s dermatome. Customer advised of concerns regarding positioning of the model s dermatome blade onto the handpiece. The user facility stated: "not having the blades etched with "this side up" is a potential safety issue".

Manufacturer narrative:
To date the device has not been returned for evaluation. An investigation has been initiated based upon the reported info.